Event description:
The patient reportedly developed a wound infection following implant surgery. The patient was prescribed vancomycin and cubicin for six weeks. The patient was hospitalized from (B)(6) 2014. The infection resolved. The patient returned with irritation at the implant site. Revision surgery is scheduled.